Event description:
The customer reported fluid squirted onto the bath shield from the blood sampling valve area involving coulter lh 780 hematology analyzer. The fluid was contained within the unit. The customer had on proper personal protective equipment (ppe): laboratory coat, gloves and eye protection during troubleshooting. Beckman coulter customer technical support (cts) advised the customer to discontinue use of the unit. No patient results were impacted. The customer did not come into direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in the tubing to one of the shear valves. The fse trimmed the end of the tubing and placed the tubing back on the shear valve to resolve the leak issue. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).